Event description:
I received the essure implants on (B)(6) 2012, because it was imperative for health reasons that I not become pregnant again. I continued bleeding after the procedure for 3 weeks. Upon ultrasound investigation, it was determined that both coils had migrated; one implanted into my uterus and another had broken through my fallopian tube. I was required to undergo anesthesia and surgery to have them removed. At this time, my ob/gyn said he had never heard of another case where this happened and even consulted with the local essure reps, who had never heard of it either. Because he assured me this was an abnormality and that there were no side effects, I had the procedure done again. The coils stayed this time, however, within a month I began having the worse pain ever in my lower back and abdomen, excruciating headaches, wanting to sleep all the time, horrible night sweats (soaking sheets), extreme weight gain, my once-thick hair is not thin and brittle and I am hot all the time. At (B)(6) years of age, this shouldn't be happening. In addition, my husband says he noticed a change in my mood swings and emotional stability after having the implants.